Event description:
A ventilator was returned to the manufacturer due to an allegation that the trilogy evo ventilator would not power up. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator would not power up. The alleged device issue was duplicated. The device's power supply was replaced to address the issue. An additional finding not related to the malfunction/issue was replacement of the blower assembly due to confirmed contamination. The device passed final performance testing confirming the unit functioned properly.